Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the therapy had not worked. The patient stated the same symptoms, but worse. The patient stated they have no relief and no control. The patient does not feel stimulation and the therapy is on. It was noted the issue was not resolved. The amplitude was increased and the patient felt stimulation in the correct area. The patient changed from program 3 at 4 v to program 4 at 4.8 v. The patient is implanted for gastrointestinal/pelvic floor. Additional information was received from a consumer. It was reported that the patient felt shocking, electrocuted, and felt it badly. The patient¿s spouse had to run and grab the patient programmer to turn it off. The patient had one fall in (B)(6) and fell again in (B)(6) 2-3 times that could be related to the issue. It was noted the shocking only happened in certain positions. The patient also experienced a loss or change or therapy. The patient experienced a little pee coming out during certain positional changes like when they sat. The patient felt stimulation. The patient was moving and does not have a healthcare provider (hcp). The patient had chemo and was not feeling well; it was confirmed that this was not related to the device. No further complications were reported/anticipated.